Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty collet and sleeve in the reported problem area of the pipetter assembly. The fse replaced the collet and lld spring, verified plunger clamp and cleaned sleeve. The instrument was inspected, tested without further problem, and returned to service.